Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 1mm proximal to the proximal end of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in moderately tortuous and severely calcified proximal left circumflex (lcx) artery. A 10/2.50 flextome cutting balloon was selected for use. During the procedure, at first inflation of the balloon in the lesion, it was noted that the balloon ruptured at 6atm. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in moderately tortuous and severely calcified proximal left circumflex (lcx) artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, at first inflation of the balloon in the lesion, it was noted that the balloon ruptured at 6atm. The procedure was completed with another of the same device. No patient complications were reported.